Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found there was no image due to element damage on the charge coupled device. In addition, there was a leak from the bending section cover due to a cut, the insertion tube was buckled and there was a failed ring gauge, the adhesive on the bending section cover was lifting and scratched, there was a malfunction of the scope connector, and the electrical continuity test failed between 100 to 200 ohms. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, there was no image from the subject device. The picture was black. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Event description:
Additional information received from the customer stated the device was being prepared for bronchoscopy procedure. The screen was black when the scope was plugged in. Cycling power to the tower and light source did not resolve the issue. The procedure was completed with another similar device and there was no effect on the patient as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the a-rubber (bending section cover) leaked by physical stress that was applied during the user handling, and fluid invaded the device. That caused damage to the charge-coupled device unit and resulted in no image. The event can be prevented by following the instructions for use which state: "-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device."